Event description:
Reporter indicated that the site's programming handheld computer would not hold a charge. Even after a full night charge, it registered that the battery was almost depleted. The product has been returned to the manufacturer for analysis, but analysis is not yet complete.